Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the femoral artery, with a diameter of 6.7mm to 6.2 mm. Atherectomy was not used. Pre-dilatation was performed with 4.5 mm and 6.0 mm balloons. After partial deployment of the 6x150mm supera self expanding stent (ses) into the femoral artery, it was observed that the stent exceeded the length of the lesion [stretched]. The decision was made to remove the stent and replace it with a shorter one. As part of the stent remained in the introducer sheath, the decision was made to deploy the entire stent inside the sheath for removal. The ses was then completely withdrawn without complications. A shorter, 6.5x100mm supera ses was implanted. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The deployment difficulty and elongation were not able to be confirmed as the stent had already been deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine the cause for the reported deployment difficulty and stent elongation. Although it was reported that the pre-dilatation was performed with 4.5 mm and 6.0 mm balloons, it may be possible that the vessel diameter was still undersized or narrowed in some locations causing the stent to elongate during deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.